Event description:
An olympus field service executive reported on behalf of the customer, the visera elite video system center touch was not working. The field service engineer inspected the system and found that the touch panel was not responsive (not functioning) and back panel appearance was not good (rusted). The event was found during general maintenance check. No procedure was involved or planned. There was no report of patient harm associated with this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During device evaluation, the phenomenon was not reproduced. As there are no abnormalities as well as in appearance, we could not determine the cause of the phenomenon based on the investigation result. Additionally, the touch panel was glossy, edges of the liquid-crystal display (lcd) were dirty, and there was corrosion of the rear panel connector; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.